Event description:
It was reported that the patient complained of feeling "unwell." The patient presented with an atrial lead warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:4024-58 lead, implanted: (B)(6) 2000. (B)(4).